Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during clamping the lung parenchyma and firing in an open abdominal segmental resection of lung, firing was unable to be performed. The green button was able to be pressed but the handle was unable to be squeezed. The surgeon replaced the reload to resolve the issue. There was no patient injury.